Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 white pegs had a loose component the following information was provided by the initial reporter: on (B)(6) 2023, the patient needed to use a disposable connecting tube to connect the infusion tee to inject anesthetic into the patient's pump. During use, it was found that the infusion tee and the disposable connecting tube could not be tightly connected, and a new infusion tee was immediately replaced. It is intended for use by patients and will not affect the patient's condition.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 383572 and lot number 3095477. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.